Event description:
Reporter alleged the patient received a result of 108 mg/dl on the inform system compared back to back with a result of 45 mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated that the patient was unresponsive right as the results were obtained and could not report on what treatment was given to the patient. No actions were reported taken or treatment received. No adverse event reported. At time of the report the patient was discharged from the hospital. No further details. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.